Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "pacer fault 117" message. Complainant indicated that there no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.